Event description:
The following information was provided: removed a tibia component and poly insert. He replaced both with new components due to excessive external rotation on previous surgery. Right knee. Hospital will not release more information.